Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient was feeling intermittent stimulation and contact 4, 5, 6, and 7 were high impedances of 4k. Additional information was received. Manufacturer representative reported that they reprogrammed lead with normal impedances and indicated the patient is also scheduled for revision to have leads and ins replaced with prime advanced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: extension. Product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: extension. Product ID: 3887-33, lot#: j0101902v, implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: lead . Product ID: 3887-33, lot#: j0230950v, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: lead. Product ID: neu_silicone anchor, product type: accessory. Product ID: neu_silicone anchor, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-may-11. The implantable neurostimulator (ins), two extensions, two leads, and two anchors were returned for analysis. The rep stated that the ins was replaced. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 7495-51 serial# (B)(4) implanted: (B)(6) 2001 explanted: (B)(6) 2017 product type extension product ID 7495-51 serial# (B)(4) implanted: (B)(6)2001 explanted: (B)(6) 2017 product type extension product ID 3887-33 lot# j0101902v serial# implanted: (B)(6) 2001 explanted: (B)(6) 2017 product type lead product ID 3887-33 lot# j0230950v implanted: (B)(6) 2003 explanted: (B)(6) 2017 product type lead product ID neu_siliconeanchor serial# unknown: product type accessory product ID neu_siliconeanchor serial# unknown product type accessory h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Result code (B)(4) pertained to lead (lot # j0101902v). Conclusion code (B)(4) pertained to lead (lot # j0101902v). Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the battery was not in new condition. Analysis of the lead (lot # j0101902v) revealed that conductor body was broken, proximal end conductor was broken and outer insulation was separated at a butt joint at proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.